Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, after loading the single use load unit to the stapler to manipulate on the stomach, the single use load unit resisted to close on the tissue and the jaws were opened. After trying to reload it again, it still resisted to close the jaws. They used another device to complete the case. There was no reported patient outcome.